Event description:
It was reported that the patient could not adjust stimulation with or without the antenna attached. The display showed a "call your doctor" icon. It was reported that stimulation was turning off. The patient went to the doctor's office on (B)(6) 2011 and was able to turn stimulation on with the 8840, but could not get the icon to work. On (B)(6) 2011, the patient again lost stimulation and could not get telemetry between the implantable pulse generator and the icon. The patient received a replacement programmer and still could not adjust stimulation with or without the antenna attached. It was noted that the hcp estimated her remaining battery life at one year in (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the patient programmer found no anomaly. Testing was unable to duplicate the problem. The antenna jack was re-soldered as a preventative measure. A scratched face plate was replaced and the device software was updated.

Event description:
Additional information received noted the cause of event: end of service on battery. Battery depletion. Programmer would not get signal of ipg. Reprogramming was performed on 2008-(B)(6), 2011-(B)(6). The patient decided to wait and not pursue a surgical revision. Hospitalization required: no. Patient outcome: no injury.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4).